Event description:
The pt called lfs alleging that their one touch ultra meter was prompting the error 2 message. Pt reported that they had stopped using the meter due to the message prompt. They had eventually made an appointment with their physician to have their blood glucose level tested. They were tested two times and administered three glucovance tablets to lower their blood glucose. Blood glucose results were not provided. The pt was walked through resetting the unit of measurement resolving the error 2 message prompt. The customer service rep discovered through troubleshooting that the meter would not retain its calibration code. Therefore, pt's meter was replaced. The pt neither alleged harm nor experienced injury. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Senior medical affairs specialist mailed a letter since the pt could not be reached for further clinical info.